Event description:
It was reported by the patient that the band was implanted in (B)(6) 2010. Approximately 4-5 months ago, the patient started experiencing extreme pain in her arm and side. The doctor initially could not find any cause for the pain. A cat scan was performed approximately 1-2 months ago and found the tubing of the band had split. A piece was found behind her spleen and the other end in the pelvis. Her surgeon has recommended explants due to concerns of bowel perforation. The patient has not had any additional procedures.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.